Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarms, but root cause could not be determined. No reported impact to the customer¿s blood glucose level.